Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds. If the introducer sheath is not aligned properly within the hub of a parent microcatheter, the embolization coil may take shape within the hub, and resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the offset coil winds. During functional testing, resistance was experienced due to the offset coil winds while attempting to advance the smart coil out of the introducer sheath, and the smart coil could not be advance out. Further evaluation revealed minor bends on the proximal end of the pusher assembly. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using a penumbra smart coil (smart coil) and a non-penumbra microcatheter. During the procedure, while inserting a smart coil into the microcatheter, the physician experienced resistance. Subsequently, the smart coil would not advance, and consequently, the physician decided to remove the smart coil. Upon removal, it was noticed that the smart coil was kinked. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.